Manufacturer narrative:
Analysis confirmed the customer comment that its atrial connector needed repair, the output connector assembly was broken. It was additionally noted that the battery drawer stuck, the tube sleeve was missing and the display wire was pinched though the wire insulation was not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial connector was in need of repair. The generator was returned for service as well as a test and calibration procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.